Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not returned a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a right inguinal hernia coincident with peritoneal dialysis therapy. The cause of the hernia was unknown and was not a pre-existing condition. The patient was not hospitalized for the event. The patient underwent an outpatient surgical procedure to repair the hernia. Dianeal therapy remained ongoing. At the time of this event, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.